Manufacturer narrative:
Event date: the exact date of the adverse event is unknown.

Event description:
It was reported in a literature article that a patient was in the hospital for treatment of a cerebral aneurysm that was incidentally found. Coil embolization was performed and a coil (subject device) was successfully placed and detached. However, the next coil moved the microcatheter out of the aneurysm. While retrieving the second coil, the first coil dislodged to the parent vessel. An attempt was made to retrieve the first coil using a snare, which was unsuccessful. Then a direct aspiration first pass technique (adapt) was applied and a non stryker device was immediately advanced proximal to the dislodged coil. The dislodged coil was successfully retrieved with no consequences to the patient.